Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Conclusion: the healthcare professional reported that during the procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14567) was being inserted into the concomitant sl-10® microcatheter (stryker), but there was resistance felt inside the microcatheter sheath and, as a result, the complaint coil was not able to be moved back and forth. The complaint coil was replaced with another coil, and the procedure was completed. There was no report of any patient adverse event, or complication. The complaint coil was returned for evaluation, and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was returned contained in a pouch. Visual inspection was performed. The device was observed in good, normal condition. The marker band was found at 39cm from the hub. This is within specification. The returned device underwent microscopic inspection. The embolic coil was observed to be in stretched condition. The stretched condition of the returned the embolic coil precluded functional testing. A review of manufacturing documentation associated with this lot (l14567) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap, and properly accounted for. The complaint documented that the complaint coil was being inserted into the concomitant sl-10® microcatheter (stryker), but resistance was felt inside the microcatheter sheath. The impeded in the introducer issue could not be confirmed through functional evalution as the stretched condition of the coil prevented it from undergoing functional testing. However, the observed stretched condition of the coil under microscopic inspection may be related to the reported issue. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied when the coil encountered resistance inside the microcatheter sheath and could not be moved back and forth. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals, and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14567) was being inserted into the concomitant sl-10® microcatheter (stryker), but there was resistance felt inside the microcatheter sheath and as a result, the complaint coil was not able to be moved back and forth. The complaint coil was replaced with another coil, and the procedure was completed. There was no report of any patient adverse event, or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in stretched condition. Based on the product analysis 09/23/ 2020, this event has been deemed MDR reportable as a ¿malfunction.¿